Manufacturer narrative:
Mml # (B)(4).

Event description:
It was reported that the patient had a fall (date unknown), which resulted in implantable pulse generator (ipg) pocket site pain, and the patient reported that the ipg was moving. The patient underwent a surgical procedure. The surgeon noted that the suture had broken, and the ipg was loose during the procedure. The ipg was repositioned and sutured without any complications. There was no report of patient harm or injury. The device remains implanted and functional.

Event description:
It was reported that the patient had a fall (date unknown), which resulted in implantable pulse generator (ipg) pocket site pain, and the patient reported that the ipg was moving. The patient underwent a surgical procedure. The surgeon noted that the suture had broken, and the ipg was loose during the procedure. The ipg was repositioned and sutured without any complications. There was no report of patient harm or injury. The device remains implanted and functional.

Manufacturer narrative:
Mml # (B)(4). Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record was reviewed. No relevant nonconformances were found.